Manufacturer narrative:
Summarized patient outcomes/complications of a postprocedural single antiplatelet therapy (sapt) strategy following amplatzer left atrial appendage occlusion (laao) in a large consecutive cohort were reported in a research article "single antiplatelet therapy following amplatzer left atrial appendage occlusion", in a subject population with multiple co-morbidities including atrial fibrillation, renal insufficiency, chronic ischemic heart disease, prior stroke, prior transient ischemic attack, prior intracranial hemorrhage, prior systemic embolism, prior major bleeding, prior acute myocardial infarction, prior percutaneous coronary intervention, prior coronary artery bypass graft. Some of the complications reported were cardiovascular mortality (death), thrombus, ischemic stroke, major bleeding, intracranial hemorrhage, peri-device leak; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis.

Event description:
The article, "single antiplatelet therapy following amplatzer left atrial appendage occlusion", was reviewed. The article presented a retrospective, single center study to evaluate the long-term safety and efficacy of a postprocedural single antiplatelet therapy (sapt) strategy following amplatzer left atrial appendage occlusion (laao) in a large consecutive cohort. Devices included in this study were amplatzer amulet and amplatzer cardiac plug. The article concluded that sapt following amplatzer laao displayed rates of drt and stroke comparable to those reported with more intensive antithrombotic regimens. Meanwhile, they observed low rates of major bleeding. [The primary and corresponding author was jens erik nielsen-kudsk, department of cardiology, aarhus university hospital, palle juul-jensens boulevard 99, 8200, aarhus n, denmark, with corresponding e-mail: je.nielsen.kudsk@gmail.com] the time frame of the study was from march 2010 to december 2021. A total of 553 patients were included in the study, of which all received an abbott device. The average age for patients in the single antiplatelet therapy (sapt) group was 74.4 years and for the other group was 73.9 years. The majority gender was male. Comorbidities included atrial fibrillation, renal insufficiency, chronic ischemic heart disease, prior stroke, prior transient ischemic attack, prior intracranial hemorrhage, prior systemic embolism, prior major bleeding, prior acute myocardial infarction, prior percutaneous coronary intervention, prior coronary artery bypass graft.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature attachment: article title "single antiplatelet therapy following amplatzer left atrial appendage occlusion".